Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The screen has scratches and has also become cloudy after exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: during testing, the display screen was dim. The pump¿s casing had cracks, and the pump failed a leak test due to this. The pump cover was opened and moisture corrosion was found on the internal components. A test screen was installed and displayed normally. Unrelated to the complaint, the contrast button was found to be intermittently unresponsive. Evidence of contamination was found under the key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.